Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03399. The patient received her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the patient developed an infection at her ipg pocket site. The scs system was explanted on (B)(6) 2010. The explanted devices were returned to the manufacturer for evaluation on (B)(6) 2010. A culture was taken, but the results have not been disclosed at this time. The patient was treated with IV antibiotics. No further information is available.

Manufacturer narrative:
Evaluation method- the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and a related nonconformance was found for this lot number. However, a rework was completed which required a repack and resterilization process that passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.